Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during s a testicular ectopy procedure. The esu was used with a monopolar electrode [manufacturer: information not provided (ni), part number (p/n): se100, lot number (l/n): 2501033] and a neutral electrode (manufacturer: 3m, p/n: 9160f, l/n: 02802cg). No information was provided in regard to any other accessory used in the operation or the equipment settings. The neutral electrode was placed on the patient's right thigh. During the procedure, a burn occurred on the infant's left groin. It was a 3rd degree burn (whitish plaques) and was 0.3 cm² in size. Biafine was used to treat the skin lesion.

Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. The chronological data stored in the unit was evaluated. There were no error or warning messages. Also, the settings used, activations, etc. Were typical. As a result, a specific cause(s) of the event cannot be determined. That is, there are many speculative possible scenarios that could have caused the burn. No trends have been identified and erbe USA, inc. Is now closing the file on this event.